Manufacturer narrative:
After further review of additional information received the following sections b1, b2, b5, d1, d4, d10, g4, g5, g7, h1, h2, h4, and h6 have been updated accordingly. Event: additional information indicates that the device was received in pieces. Additional information did confirm that the guide did break in the patient. This was noticed under fluoro as it was being removed to exchange for another configuration. The proximal portion was removed over the wire, and attempts were made to snare the distal portion from the left femoral access. It could not be removed through the sheath. The patient was taken to the operating room (or) and it was removed via cut down. There will be forceps marks on that distal portion from the surgical removal. The patient had very tortuous and calcified peripheral vasculature. There was not another percutaneous coronary intervention (pci) attempt, and the patient subsequently went to the cvor for coronary revascularization. A review of the manufacturing documentation associated with lot 17805904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, and h6 have been updated accordingly. A 6f jl3 vista brite tip kinked and broke almost in half in a patient. Distal portion stayed on the wire so was not free floating, but the guide and sheath had to be removed in the or. Additional information indicates that the device was received in pieces. The target lesion was the left anterior descending (lad). The guide did not make it past the iliac artery before it kinked. Additional information did confirm that the guide did break in the patient. This was noticed under fluoro as it was being removed to exchange for another configuration. The proximal portion was removed over the wire, and attempts were made to snare the distal portion from the left femoral access. It could not be removed through the sheath. The patient was taken to the operating room (or) and it was removed via cut down. There will be forceps marks on that distal portion from the surgical removal. The patient had very tortuous and calcified peripheral vasculature. There was not another percutaneous coronary intervention (pci) attempt, and the patient subsequently went to the cvor for coronary revascularization. There was no reported patient injury. The product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the IFU. The procedure was a scheduled intervention. No usual force was used at any time during the procedure. There was no difficulty navigating towards the lesion. Additional procedural details were requested but are unknown. The product was returned for analysis. A non- sterile unit of product 6f .070 jl3 100cm was received coiled inside a plastic bag, along with an unknown csi (catheter sheath introducer). Per visual analysis a body separation at 62 cm from the distal end was noted. Also, several kinked/bent conditions were observed at 4 and 40 cm from the hub edge and at 3, 26, 28 29 and 30 cm from the distal end. Likewise, compressed conditions were observed at 40 and 56 cm from the distal end. No other damages or anomalies at the part were detected. Per microscopic analysis the separated segments revealed evidence of elongations, frayed conditions and twisted characteristics at the edges. Also, the braid wire showed twisting conditions. These characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. No other anomalies were observed during analysis. Per dimensional analysis the product was within specification. A product history record (phr) review of lot 17805904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) - kinked/bent in patient¿ and ¿catheter (body/shaft) - separated in-patient¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Several kinks were observed on the body of the catheter, along with compressed conditions. Exact cause of these damages could not be conclusively determined during the analysis. Dimensional analysis results were found within specification and do not suggest that this damage could be related to the manufacturing process. Procedural/handling factors might have contributed to this issue and analysis suggests that the device was induced to an excessive application of tension and torsion force that induced the separation. Based on the information available for review, vessel characteristics (the patient had very tortuous and calcified peripheral vasculature) may have contributed to the event as evidenced by the separated segments revealed evidence of elongations, frayed conditions and twisted characteristics at the edges and the braid wire showed twisting conditions, all noted during analysis. According to the safety information in the instructions for use ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance can not be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot xxxx presented no issues during the manufacturing process that can be related to the reported event. The device has not yet been returned for analysis and additional information is pending. All will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f jl3 vista brite tip kinked and broke almost in half in a patient. Distal portion stayed on the wire so was not free floating, but the guide and sheath had to be removed in the operating room. There was no reported patient injury. The product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the IFU. The procedure was a scheduled intervention. The target lesion was the lad. The guide did not make it past the iliac artery before it kinked. No usual force was used at any time during the procedure. There was no difficulty navigating towards the lesion. The patient had to be transferred to the operating room for removal of the device. Additional procedural details were requested but are unknown. The device will be returned for evaluation.